Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was placed on eliquis and aspirin for 45 days, then aspirin only since the 6-month mark post index procedure. At the 45-day routine follow up, transesophageal echocardiogram (tee) was within normal limits. At the one-year routine follow up, tee revealed an immobile device related thrombus (drt) on the pin of the closure device, with complete seal noted. The physicians resumed eliquis in response to the drt.